Event description:
It was reported that this right ventricular (rv) lead has exhibited an increase in shock impedance measurements for the past several years and has reached out of range measurements. Technical services (ts) as consulted and recommended evaluation options and possible reasons for the exhibited behavior. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead has exhibited an increase in shock impedance measurements for the past several years and has reached out of range measurements. Technical services (ts) as consulted and recommended evaluation options and possible reasons for the exhibited behavior. This rv lead remains in service. No adverse patient effects were reported. Additional information was received and this rv lead was been surgically abandoned and replaced. No additional adverse patient effects were reported.